Manufacturer narrative:
Bd received a report of a failed bio-ID device. The customer attempted to reboot the device but was unsuccessful in recovering the bio-ID. A field technician was deployed and replaced the station hard drive which resolved the issue with the bio-ID. As a result of the bio-ID failure, the device does not allow the user to authenticate using their fingerprint. With "bio-ID exempt" enabled on the device, the device does not allow a witness user to utilize a password as an alternate means for authentication. "Bio-ID exempt" supports ohio state regulations for positive identification.

Event description:
Customer reported that the biometric scanner (bio-ID) did not work on a pyxis anesthesia system es. No harm was reported.

Event description:
Customer reported that the biometric scanner (bio-ID) did not work on a pyxis anesthesia system es. No harm was reported.

Manufacturer narrative:
Bd received a report of a failed bio-ID device. Log file review confirmed that the failure is the same as an internal investigation that concluded on may 27, 2020. A failure mode was confirmed to occur in certain bio-ID devices. The issue that occurs with the bio-ID device is related to system settings that require a witness user's identification for further processing dispense of anesthesia drugs using the pyxis device. If the "bio-ID exempt" is enabled on the device, it does not allow a witness user to utilize a password as an alternate means for identification even if the bio-ID is in a failed state. The "bio-ID exempt" setting specifically supports ohio state regulations for positive identification. Units in all other locations at this facility did not have the issue. Corrective actions related to the bio-ID exempt setting are being evaluated.